Manufacturer narrative:
Upon receipt, device will be forwarded to the manufacturing site for evaluation. In addition, aesculap implant systems has requested pt x-rays to review and aide in our investigation of the incident.

Event description:
Original surgery date: (B)(6) 2010. Type of surgery (original): acdf. Reason for revision: 2 screws backing out of bottom of plate. No injury or death. Surgery was not prolonged, however, a revision surgery was needed.